Event description:
After pre-dilatation with a 3.0mm ptca balloon, a 3.0mm diameter x 12mm length s670 over-the-wire stent delivery system was inserted into the left anterior descending artery. The target lesion was moderately calcified and tortuous. The stent was reported to have dislodged from the stent delivery balloon in the left main coronary artery. Details regarding the stent dislodgement are unknown, despite attempts to obtain the info. The stent was successfully snared and removed through the femoral sheath. The target lesion was subsequently treated with balloon angioplasty. There were no add'l clinical sequelae reported relative to the event.